Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal mammary artery (lima) using pod packing coils (pod pcs). During the procedure, the physician realized that the pod pc was too long and decided to remove it. While retracting the pod pc within a non-penumbra catheter, the physician experienced resistance, subsequently the pod pc unintentionally detached. The distal end of the pod pc was locked in the patient's artery and the proximal end detached within the catheter. The physician attempted to use a non-penumbra snare device to retrieve the distal end; however, it was unsuccessful. The pod pc was therefore left within the artery. It should be noted that the detached distal end of the pod pc ended up in the intended artery; therefore, the physician was satisfied with the results and decided to end the procedure. There was no report of an adverse effect to the patient.